Event description:
It was reported that the display on the customer's insulin pump went blank after she fell off a boat and into a lake. The customer reportedly stated that drying the insulin pump and inserting a new battery did not resolve the issue. The customer was reportedly using pills as a back-up since her insulin pump ceased to function properly. The customer's blood glucose was 6.7 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display anomaly was noted. The insulin pump had normal operating currents. No damage was found on the isolation tape. No moisture damage was noted on the electronic, motor, vibrator, keypad or battery tube assembly during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).